Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Manufacturer narrative:
The investigation is on going a supplemental report will be submitted on completion of investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for six patient samples while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. It is unknown if the results were released but there was no harm alleged. Six mdrs will be filed per the FDA guidance. All the six patient samples generated a positive result for sars cov-2 upon initial testing. However, upon repeated testing of each sample on different platforms, the samples generated a negative result for sars cov-2 every time for all targets. Although requested, no run data was provided. An investigation is ongoing to evaluate the customer issue.